Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The customer's blood glucose level was 333 mg/dl. The customer reported that she believed it was only when the piston got to a certain point. Customer stated that they had tried new lots of sets, reservoirs, new sites, new bottles of insulin and this alert continued. The customer stated that hey could not even use the insulin pump now. The customer also stated that the insulin exited at fixed priming. The customer had tried everything and requested replacement. The insulin pump will be returned for analysis.